Event description:
Customer's family member called to report the driver block traveled back and forth freely in the locked position. It was stated that the customer was on manual injections. Device was not dropped, bumped, or exposed to moisture.